Event description:
The user facility reported that a catheter was inserted into an arm delivering IV sedation. Ten minutes into the procedure the IV infiltrated, and broke off 2/3rds into the patient's arm. The patient was referred to ER for removal of the catheter that broke off. Follow up communication with the user facility confirmed the following information: (1) the doctor placed the catheter for IV sedation with no difficultly; (2) was able to get good flash and easy penetration during placement; (3) after ten minutes of treatment, the doctor asked for more medication to be administered through the IV; (4) the surgical assistant noted possible infiltration; (5) the doctor confirmed soft tissue swelling around the catheter site; (6) the doctor untapped the hub end to check the site; (7) the doctor noted the bottom 2/3rds of the catheter was missing when removing the catheter; (8) a new IV was started and the procedure was completed successfully; (9) the patient was referred to ER for removal of piece of broken catheter; and (10) the patient was reported doing "fine" and was released the same day from emergency care.

Manufacturer narrative:
Results- is based upon the evaluation of the 5 unused returned samples and 20 retention samples. Conclusions - is based upon evaluation of the 5 unused returned samples and 20 retentions. Samples. The involved device was not returned, but 5 unused samples from the reported part/lot number combination were returned by the user facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information, returned 5 unused samples and 20 retention samples from the reported lot, as well as the lots manufactured before and after the reported lot was evaluated. Visual evaluation of the 5 unused samples revealed no defects. Catheter joint strength testing was conducted and confirmed to meet manufacturer specifications. A visual inspection of the 20 retention samples from the reported lot and lots manufactured before and after (lot # rg2027 and lot # rf2727) did not reveal any anomalies. Catheter joint strength was conducted on the 20 retention samples and confirmed to meet manufacturer specifications. A review of the device history records identified a potential issue that is being investigated. A review of the complaint files confirmed that this part/lot # combination has not been reported previously. Although the cause of the reported event cannot be definitively determined, an additional investigation is in progress. All currently available information has been placed on file by quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
An additional investigation was completed. The returned and retention samples were evaluated and met all visual and functional specifications. Without the actual sample or photographs of the sample, it is not possible to definitely determine if the identified manufacturing issues were similar in nature and/or contributed to the issue reported.

Manufacturer narrative:
(B)(4).

Event description:
.